Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the fenestrated bipolar forceps was defective but not additional information was provided. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the defective instrument was identified after it was used once and then stopped functioning, prompting its replacement with another instrument. The issue was registered via the portal, and the instrument was sent along with another for evaluation. However, there was no information provided regarding when exactly the problem was detected or whether the procedure was delayed as a result.